Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had discoloration and blotches on screen. Customer stated that insulin pump had unexplained no delivery alarm and rewind was louder. Insulin squirted on priming. Insulin pump had primed half vial of insulin and was unable to stop. Insulin pump had lost loudness of alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus and carelink. No abnormal motor noise during rewind, prime anomaly or unexpected insulin flow blocked alarms noted during testing. No insulin flow blocked alarms noted in pump history download. The motor was tested outside of device and passed. All buttons function properly. Unit passed the keypad voltage test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The time clock was pump was monitored and no fast time noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during testing or in the pump trace download. No pump error 63 or absence of audio alert alarm noted during testing. No pump error 63 alarms noted in pump history download. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and minor scratches on the lcd window. The p-cap/reservoir does lock properly. Pump passed functional testing and no abnormal motor noise during rewind, prime anomaly or unexpected insulin flow blocked alarms noted during testing. Confirmed the time clock functioned properly. Confirmed no failed battery test noted during testing or in the pump trace download. Confirmed no pump error 63 or absence of audio alert alarm noted during testing. Confirmed all buttons function properly. Confirmed minor scratches on the lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.